Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
It was reported that the catheter is pulled out of the vessel and is located in the soft tissue.